Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, white particles (calcification), one opening curved on the radius, wear abrasion, the weight the device within specification, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, two openings crease smooth. Based on the device analysis the final assessment is: two crease smooth openings due to fold flaw opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.